Event description:
It was reported the patient was explanted due to infection. It was noted the patient would be re-implanted in the future but the date was unknown. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3708660, serial# (B)(4), product type: extension. Product ID 3708660, serial# (B)(4), product type: extension. Product ID 3387s-40, lot# v884066, product type: lead. Product ID 3387s-40, lot# v867085, product type: lead. (B)(4).